Event description:
It was reported that, post implant, the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and noise due to possible lead chatter with a chronic lead that was left in the body. Lead repositioning was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing information. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to (B)(6) in less than 2 days averaging around (B)(6) sics per hour. Evidence of oversensing has been noted during high rate- ns and vt-ns episodes on (B)(6) and (B)(6) 2015. (B)(4).